Event description:
It was reported that during use in a procedure at the user facility, the device activated the handswitch when in lock and no one touching the it. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported, that during use in a procedure at the user facility. The device activated the handswitch when in lock and no one touching it. The procedure was completed successfully without a clinically significant delay. There was no medical intervention. And no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a root cause could not be determined, for the event. H3 other text: device not available/returned for evaluation.